Event description:
It was reported that the patient was experiencing re-occurring over-stimulation/shocking sensation down her legs. Impedance check revealed invalid impedance on one contact. Reprogramming the device was able to resolve the issue partially. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.